Manufacturer narrative:
Updated sections: not reportable. It was ruled from the neurology department that the patient was not having seizures and there was no indication that the event is related to any device malfunction or performance issues. Based on the analysis of the device, this event no longer meets the requirements of an FDA reportable event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
Pending.